Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: outcomes attributed to adverse events, concomitant medical products, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, additional MFR narrative. Additional information received stated that patient expired on 08/16/2016 from an unknown cause of death. The device will not be returned as the family did not want an autopsy performed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Manufacturer narrative:
After review of additional information received date received by MFR, type of reports, if follow-up, what type? And evaluation codes have been updated accordingly. The hvad pump (B)(4) was not returned to manufacturer for evaluation. Two controllers ((B)(4)) were returned. Review of the manufacturing documentation confirmed that the associated pump and controller ((B)(6)) met all requirements for release. Log file analysis pertaining to controller ((B)(4)) revealed two controller power up events on (B)(6) 2016. The first controller power up event occurred at 22:55:00. The data point prior to the controller power up event was recorded at 21:09:47 and revealed that battery ((B)(4)) was connected to power port one with 25% relative state of charge (rsoc) and a controller ac adapter was connected to power port two. The next data point, which was recorded at 23:47:43 revealed that a power source was not connected to power port 1 and battery ((B)(4)) was connected to power port 2 with 96% rsoc. The second controller power up occurred at 23:32:44. A data point was not recorded after the second controller power up. The power sources attached were the same as the data point recorded after the first data controller power up. The most likely root cause of losses of power can be attributed to a disconnection of both power sources. Two low flows alarms were recorded on (B)(6) 2016 at 22:59:41 and 23:01:27. The low flow limit was set at 3500 mlpm. The two alarms occurred after the patient experienced the loss of power. Log analysis for controller ((B)(4)) revealed that the date and time were reset to year 2000, indicating that the real time clock was reset. The controller was able to retain the date and time after allowing the real time clock battery to recharge. The most likely root cause of the reset date and time can be attributed to an extended period of time where the controller was not connected to an external power source, depleting the real time clock battery. This observation is not related to the reported event. No low flow alarms were logged on controller (B)(4). Analysis of controller ((B)(4)) revealed that the unit passed visual and functional testing. The controller was initially returned with the date and time reset to zero. However, the real time clock was able to retain the date and time after connecting the controller to external power sources and allowing the real time clock internal battery to charge. Analysis of the controller (B)(4) revealed that the device failed visual inspection due to a missing serial port data cap. This observation is not related to the reported event. The controller also failed functional testing due to a failure of the "no power" alarm when both power sources were disconnected from the controller. Supplemental testing revealed that the charging circuit, which is responsible for charging the internal nickel-metal hydride battery, was found defective. Additionally, the internal nickel-metal hydride battery was found unable to hold a charge. The manufacturer has opened an internal investigation for failures of the "no power" alarm. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Corrected data: weight, outcomes attributed to adverse event (date), date of event, device manufacture date. Controller - (B)(4) - expiration date: 08/31/2014 - device manufacture date: 08/2013- received: 10/10/2016 controller - (B)(4) - expiration date: 08/31/2014 - device manufacture date: 08/2013 -received: 10/10/2016. FDA codes (controller - (B)(4)) patient code(s): (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Death is a known potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was found unresponsive at home and was taken to a nearby hospital. Cardiopulmonary resuscitation (CPR) was attempted unsuccessfully and the patient was pronounced dead. The family refused an autopsy but are reported to be returning the controller to the manufacturer for evaluation. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.